Manufacturer narrative:
The technician found the head drive brake assembly was dirty. He degreased the head section brake assembly to repair the bed.

Event description:
Information received indicates the head section is drifting down.